Event description:
Silicone implant. Sweating, silicone into body (silicone poisoning) causing: lupus, arthritis, fibromyalgia, vision problems, neurologic problems, headaches, memory loss, possible silicone traveling into arms, mouth and neck.